Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set separated from the titanium adaptor. Changing the transfer set resolved this issue. There was no allegation against the titanium adaptor. There was patient involvement. The exchange method used by the patient is continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing performed included leak testing, clear passaged test, clamp function test and integrity of seal surface test. All functional testing performed was acceptable and product met specification. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.